Event description:
The pt's husband reported that the pt was experiencing breathing problems soon after wearing the aligners. The pt went to the hosp and was placed on medication (ventolin, tulmocort and provenzon). The pt had been wearing the aligner for less than two weeks. The msds sheet was provided to the pt and her general medical physician and he provided clearance to re-start treatment since nothing on the msds sheet included what she is allergic to. The pt has since then discontinued treatment. The pt saw a respiratory specialist and is still undergoing testing at this time.

Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observation, (B)(4) issued on (B)(4) 2010.